Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was found unconscious with high blood glucose and brain abnormalities on (B)(6) 2017. The customer had a low that was undetectable and is currently hospitalized with brain damage. The customer was wearing the insulin pump during the incident. The customer received a comprised force sensor system error, spi to motor pic communication error, iop readback error, motor error, and motor position encoder error. Troubleshooting was not completed. The insulin pump will not be returned for analysis.